Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited a possible fracture, high and undefined impedance, oversensing and noise. The ra lead was programmed off, remains in the patient and was replaced. No further patient complications have been reported as a result of this event.